Event description:
A malfunction occurred on the customer's pump, which caused their blood glucose level to exceed a readable range, displaying as "high." The customer took corrective actions by administering a correction injection using multiple daily injections and did not require third-party assistance. Tandem technical support arranged for a replacement pump and instructed the customer to return the malfunctioning pump using a prepaid label and provided storage mode instructions. The customer understood and acknowledged the steps for returning the old pump and receiving the replacement.